Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve into a particularly calcified native orifice, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. During the implant, the valve was under expanded after release with severe paravalvular leak (pvl). Progressive balloon aortic valvuloplasty (bav) was performed with non-medtronic balloons at 25 and then 28mm. After the second dilatation, the blood pressure dropped and central aortic regurgitation (ar) was noted due to leaflet rupture. Subsequently, a second valve was implanted valve-in-valve resolving the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted, however, angiographic records were reviewed for this case. Images confirmed a severely calcified native annulus. Fluoroscopy confirmed the valve was correctly loaded per best practices. Two pre-implant balloon aortic valvuloplasties (bav) and the balloon rupture were confirmed via images. Images indicated the guidewire was correctly positioned for implant. When at 80% deployemnt and when fully deployed, the valve was constrained and under expanded. A post implant balloon aortic valvuloplasty (bav) was performed and severe paravalvular leak (pvl) were confirmed via images. A second post implant bav was performed with a larger balloon. Images confirmed over expansion at the waist of the valve and subsequent central aortic insufficiency. Images also confirmed a correct load, deployment and moderate paravalvular leak (pvl) after the deployment of the valve-in-valve. The incomplete frame expansion was most likely due to the pre-existing severe calcification noted on the native annulus. Unfortunately, the pressure that the 28mm balloon was pressurized to during the bav was not provided. However, the angiographic records indicated that the balloon was overstretched, with full expansion to the waist of the valve, which may have led to the reported leaflet tear that then resulted in the central aortic regurgitation. A second valve system was deployed within the first valve and the final angiogram confirmed a good position and confirmed moderate paravalvular leak (pvl). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. No mitigating treatments or procedures were required by physician to address the pvl, and no other adverse effects were reported. The instructions for use (IFU) indicates that a balloon aortic valvuloplasty (bav) may be performed, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices.¿ this event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.